Event description:
The account representative indicated that the foil packet had a hole in it. The product was not clinically used, they figured it was contaminated since it had a hole in it. There is no additional information.

Manufacturer narrative:
Prior to use, the account reported that the inner sterile package of the cypher had a hole in it. Accordingly, the product was not used due to potential contamination. The device was returned without the packaging. Based on the limited information, it is not possible to confirm the reported event or to assess what factors may have contributed to the damage. The inspection on the returned product showed a cypher over the wire (otw) 3.00 x 23mm stent delivery system (sds) received coiled within a plastic zip lock bag. The foil package was not available for an evaluation. The stent is still intact on the balloon. The sds exhibited no evidence that would indicate clinical use. Inspections are in place to prevent damaged products from leaving the facility. The device history record (DHR) review confirmed that the lot met the specified quality requirements for product acceptance. Per attached cypher sirolimus-eluting stent DHR review checklist, no issues were found in the crimp and pack router, that pertains to this type of reported problem, nor any mrr's/iht's relating to this type of problem. No corrective action will be taken because the reported complaint could not be verified. Complaints of this type will continue to be monitored for trending purposes to determine if action is necessary.